Event description:
When using the opti-clik pen by sanofi, the pen sticks when turning and does not give the proper insulin to patients, this needs to be investigated. Spoke to other diabetic users and have same issue with this pen.